Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one bent grip, resulting in misalignment. The offset at the tips measured 0.82 mm. No cracks were observed on the grips. The complaint was confirmed by failure analysis. The probable root cause of the bent instrument grip tips is attributed to damage during use, as moderate misalignment can occur from grasping hard tissue or objects, or from collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not close the clip enough to be fully closed. A new clip was placed into the instrument and the issue persisted. The user completed the procedure using a backup medium-large clip applier with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.